Event description:
It was reported that the ultracongruent poly did not fit into the tibial component.

Manufacturer narrative:
Evaluation summary: it is possible that the articular surface was not properly aligned the tibial plate before attempting to seat the device. The problems encountered may be related to surgical technique; however more information would be needed to conclusively make that determination. Evaluation: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. Dimensional analysis found the device to be conforming to print specifications. Visual examination reveals heavy gouging on both the anterior and posterior surfaces of the device. There is also damage to the rail that mates with the tibial plate.